Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The pump was received with normal operating currents and no unexpected battery out limit alarm, and no numbers scrolling up during testing was noted. The following cosmetic damage was also found on the pump: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump was acting strangely and that it alarmed with a battery out limit. The patient's blood glucose at the time of incident was 388 mg/dl. The customer stated that when she tried to bolus her menu wouldn't stop scrolling, and when she tried to clear her battery out limit alarm the buttons were unresponsive. Troubleshooting was initiated for the keypad anomaly. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.